Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur instrument. The discordant result was not reported to the physician(s). The sample was rerun on an alternate advia centaur xp instrument and resulted lower. The sample was then recentrifuged and rerun on both instruments, also resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call. The incubation ring was calibrated, the aspirate probes and aspirate probe 1 tubing, sample probe, and reagent probes were proactively replaced. The cse observed a faint film on the water within tubing from the degasser to the filter capsule, although did not know if this was related to the discordant troponin result, as the filter capsule would capture the material. The cse purged the degasser tubing lines and replaced the degasser and filter capsule. Precision was run on quality controls and patient samples, resulting within specifications. The cause of the discordant, falsely elevated troponin result is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.